Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a leaking from a hole on the seal. The customer reported that there was no reported outcome.